Event description:
Surgeon was using the bicoag bipolar cutting forceps. Each time she activated the device with the tissue inside, "sparks" noted at the tips of the forceps.the instrument was removed from the field and replaced with a new one. No incident noted with the new one. Defective instrument was given to the nurse manager. No obvious injury noted on patient.